Manufacturer narrative:
An event regarding periprosthetic fracture involving an unknown restoration modular stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including device details, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Device is still implanted.

Event description:
This pi is for the treatment of a femoral periprosthetic fracture at an unknown date. In reporting a revision of the patient's hip on (B)(6) 2019, rep reported that the patient had undergone a previous procedure to place several cables around the patient's femur due to periprosthetic fracture. Possible cause or contributor to periprosthetic fracture was not reported to the rep.